Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 6 months following the implant of a transcatheter valve, the patient was hospitalized and presented with chest pain along with elevated troponin I (tni) levels, which caused a non-st elevation myocardial infarction (nstemi) to be suspected. As a result, a coronary angiography (cag) was performed; however, no new major artery blockages were noted. Shortly thereafter, the patient¿s consciousness decreased, and ventricular fibrillation (vf) occurred. Subsequently, CPR was then initiated, and the heartbeat was restored after one shock at 150 joules (dc150j). Following this, intubation, artificial respirator management, and antiarrhythmic drug administration (amd) were initiated. In addition, an echocardiogram (ECG) and computed tomography (CT) scan were performed, which revealed no significant changes, and the cause of vf remained unknown. Continuous hemodiafiltration (chdf) was then started; however, the patient's condition remained poor, and multiple cardiac arrests occurred. Despite resuscitation efforts, the patient developed failure in multiple organs and died one day after hospitalization. Per the physician, the cause of death was vf, along with chronic renal failure.

Manufacturer narrative:
Corrected data: e1 - corrected from (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.